Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer system setup. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted simple prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the surgeon was having an issue with universal surgical manipulator (usm) 4 jerking. Tse found no related logs. Tse inquired what axis what jerking and the customer stated the whole usm. Prior to calling in, customer repositioned arm and reseated drape, but issue persisted. Tse recommended customer to try a new instrument. The customer disconnected before trying a new instrument and tse was not able to confirm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff in the case was either on vacation or out of the hospital. The nurse in the room informed that they end up getting a new instrument. The prograsp was not going into the pelvis as far as he wanted it to. Not sure if this was the problem on (B)(6) 2024, as roco wasn¿t in the room that day. The nurse on (B)(6) 2024 case said they were able to continue the case with the new prograsp and finish the case using the davinci. On a side note, roco was scrubbed in on a case yesterday (B)(6) 2024 and had similar problem, but she realized the drape was getting caught in the instrument as it was advancing into the patient and a certain point, it wouldn¿t move. After removing the instrument and inspecting the drape and reinserting the instrument, it was noted that the drape was getting caught.